Event description:
The account stated that the architect i2000k analyzer is generating elevated troponin-I results on 3 patient samples. In late 2008, the initial result for patient #2 was 0.386 ng/ml and was reported out of the lab. Another sample was collected and the result was 0.017 ng/ml. The doctor questioned the result. The initial sample was then retested and the result was 0.017 ng/ml. Field service was requested. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Erratic result. Wash zone needles, stat syringe assembly, tubing and grounding straps. Erratic result. A review of the complaint text indicates the architect i2000sr generated erratic troponin results for patient samples. A patient sample was reported out of the laboratory on (B)(6) 2008 with a troponin result of 0.595 ng/ml. Three hours later, a new sample was collected and processed with a result of < 0.1 ng/ml. The samples are no longer available for further investigation. The controls were initially out of range with the first patient sample; however, by the second sample testing, the controls were within range again. The operator then processed ten samples for precision and the results were acceptable. Another patient sample received an initial result of 0.386 with a repeated twice and the results were both 0.017 ng/ml. The results of the precision testing were unacceptable. The customer technical advocate (cta) recommended the customer calibrate the pipettors and replace the probes if needed. The cta also suggested checking the sensors for damage. The operator calibrated the r2 probe and the calibration passed. When the operator attempted to calibrate the stat probe, the calibrations failed twice. Once the operator replaced the stat probe, the calibrations passed. The precision testing was within acceptable ranges without any discrepancies. The customer then received another erratic troponin result of 0.348 ng/ml, the retest result was <0.010 ng/ml. The customer requested that a field service representative (fsr) troubleshoot the instrument. The fsr replaced the r2 probe, stat probe, wash zone manifold, wash zone needles, stat syringe assembly, and the stat probe tubing. All of the calibrations and maintenance procedures passed after the fsr also flushed the tubing. The field service representative installed grounding straps to the stat probe, r2 probe, and vortexers. During follow up with customer support, the customer stated no other occurrences of erratic troponin have been observed since the fsr visit. Based on the available information, the cause of the customers issue was not identified, nor was any deficiency identified for this complaint. A review of the complaint history for architect isystem sn# (B)(4) over the period of time of (B)(6) 2007 through (B)(6) 2009 was performed. The review did find one other complaint related to this issue and it was resolved by training of the operator. The architect system operations manual ((B)(4) june, 2007): section 7, operational precautions and limitations states the limitations of result interpretation assay results must be used with other clinical data, for example, symptoms, other test results, patient history, clinical impressions, information available from clinical evaluation, and other diagnostic procedures. All data must be considered for patient care management. If assay results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. The architect system has been validated for its intended use. However, errors can occur due to potential operator errors and architect system technology limitations. Section 9: service and maintenance: component replacement provides thorough instructions on the procedure to remove, replace, and verify a sample probe section 10, troubleshooting and diagnostics, observed problems, erratic results (I system) lists the probable causes and corrective actions for erroneous results. In the clinical chemistry stat troponin-I reagent package insert (B)(4), literature is provided in describing suitable specimens, results, and limitations of the procedure. After the component replacement of r2 probe, stat probe, wash zone manifold, wash zone needles, stat syringe assembly, and the stat probe tubing and installation grounding straps to the stat probe, r2 probe, and vortexers, the issue has not been observed. This is the final report.